Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Surgeon was performing a tlif procedure to place a calix implant. During the trialing step, as the surgeon was using the calix inserter to place the trial, he tried to remove the inserter and it was broken off at the threaded tip. Surgeon reported that he tried to remove the trial but was afraid that if he continued to try to remove it the vertebral body would break. Surgeon decided to leave the trial within the patient. The surgeon is monitoring the patient for the next month, if patient is doing well the trial will be left in. If patient is not doing well after one month the surgeon will perform a revision surgery to remove the trial anteriorly. No secondary procedure was needed at this time.

Event description:
Distributor globe medica received notice 01/16/2016 that during surgery the following occurred; surgeon was performing a tlif procedure to place a calix implant. During the trialing step, surgeon was using the calix inserter to place the trial, he tried to remove the inserter and it was broken off at the threaded tip. Surgeon reported that he tried to remove the trial but was afraid that if he continued to try to remove it the vertebral body would break. Surgeon decided to leave the trial within the patient. The surgeon is monitoring the patient, if patient is doing well the trial will be left in. If patient is not doing well after one month the surgeon will perform a revision surgery to remove the trial anteriorly. No secondary procedure was needed at this time. The inserter was returned after the original complaint was made, causing the report to need amended.